Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire could not be advanced in the left ventricular (lv) lead. The lv lead was not used and was replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. A complete lead was returned in one piece for analysis without a guidewire. Visual inspection of the lead found the inner coil was offset /damaged with ptfe coating of the guidewire noted and the lead body insulation was also damaged at the distal region consistent with procedural damage. X-ray examination found the inner coil was bunched up at connector region consistent with procedural damage. The cause of the reported event of due to damaged inner coil with guidewire ptfe coating.